Event description:
It was reported that pump unexpectedly shut down and only turned back on when connected to power, and there was no prior power source alert or shutdown alarm in pump history. There was no adverse impact to the customer¿s blood glucose level. Customer plugged pump into power source, followed instructions for pump reset, confirmed pump was working properly, received education on steps required after pump shutdown, and planned to link pump to data system, with technical support to follow up.